Manufacturer narrative:
Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 07/14/2011 and the one (1) year warranty period has expired. Due to the age of the video baton and the fact there are no repairs available for the video baton the customer elected to scrap the video baton. The cause of the loss of image could not be determined, however it is likely that the age of the device, six (6) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the video monitor displayed lines with no image visible. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.